Event description:
Patient presented to the ER via helicopter with a full aneurysm rupture. The visceral vessels were continually bleeding. The physician was able to implant a 28-16-120b; bifurcated device and a 34-34-80le infrarenal proximal extension with good seal in aorta. However, the patient continued to hemorrhage other vessels and died.

Manufacturer narrative:
Additional information for proximal extension: model no. 34-34-80le, lot no. W09-1920-009, expiration date: 8/1/12. Review of lot records/work orders, prior reports. No issues were noted. This event is off-label due to the patient presenting with a rupture. No conclusion can be drawn.